Event description:
It was reported that the Doctor stated that where the tubing touches the pt she is getting a reaction that appears to be whelps. Will consult with Doctor to see if pt has potential PVC allergy. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Per customer, via phone on (b)(6)2026 it was reported, medical treatment done.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.Product labeling was reviewed and it states:Collector Tubing (with elbow connector) and Pump TubingInitial Rinse: Disconnect the collector tubing from the elbow connector and disconnect the elbow connector from the lid. Rinse the disconnected tubing thoroughly by running cool tap water through the inside of the tubing. While rinsing, remove any excess dirt by wiping the outside of the tubing and elbow connector with low lint disposable wipes. While rinsing, flush the tubing with cool tap water to remove any excess dirt. Cleaning: Prepare a soapy solution by mixing 1 teaspoon (approximately 5 mL) of dish soap with 1 gallon (approximately 4 L) of cool tap water. Completely submerge the tubing and elbow connector in the solution and allow it to soak for a minimum of ten (10) minutes. At the beginning of the soak time, flush the inside of the tubing with the prepared solution. While submerged, use a soft brush (e.g. toothbrush) to brush all accessible areas of the tubing and elbow connector for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: Rinse the tubing and elbow connector thoroughly with cool tap water until there is no visible sign of the soap cleaning solution. While rinsing, flush the inside of the tubing with the tap water.Visual inspection: Inspect the tubing to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat the steps above until there is no sign of debris or dirt remaining on or inside the tubing. Disinfection: Fully submerge the tubing and elbow connector in 70 percent isopropyl alcohol (IPA). Allow it to soak for a minimum of ten (10) minutes. Flush the IPA through the tubing, prior to starting the ten (10) minute time. OR Prepare a disinfecting solution to yield a 0.1 percent sodium hypochlorite (bleach) solution, using manufacturer's recommendations if applicable. An example dilution for bleach that has a 5.25 percent initial concentration is to dilute 1/3 cup bleach with1 gallon of cool water to yield a 0.1% sodium hypochlorite (bleach) solution. Fully submerge the tubing and elbow connector in the diluted disinfection solution. Allow it to soak for a minimum of forty five (45) minutes. Flush the diluted disinfectionsolution through the tubing, prior to starting the forty five (45) minute time.Rinse: Rinse the tubing and elbow connector thoroughly with cool tap water, ensuring that the inside of the tubing is flushed with water.Drying: Dry the tubing and elbow connector outer surface with a clean low lint towel or cloth and allow the inside of the tubing to air dry for a minimum of thirty (30) minutes at room temperature.A DHR could not be performed since no serial or lot number was provided.No additional actions can be taken at this time.UDI format updated with available product information per GUDID. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.